Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation has shown that the threaded tip is broken off. The design of the connecting screw is delicate. No product fault was detected. It is possible that too much applied mechanical force caused these damages. This complaint has been determined to be invalid. (B)(6).

Event description:
Tip of the connecting coupling screw used for inserting the blade was broken during operation. The instrument was removed and another one used. Operation was succeeded without any problem. This is 1 of 1 report for (B)(4).